Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had a failed battery alarm many times in addition to unexpected restart. The customer was able to clear the unexpected restart alarm as well as complete the rewind of the insulin pump. However, the unexpected restart alarm reoccurred shortly after the customer inserted a new battery inside the insulin pump. He was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.